Manufacturer narrative:
Date of event: (B)(6) 2016.

Event description:
Customer reported the unit went to vent inop with error code message of machine and proximal pressure sensors failed. Customer reported that there was no patient involvement.

Manufacturer narrative:
Failure investigation (fi) lab received the power management (pm) pcba for evaluation. Visual inspection of the returned pm (pm) pcba revealed no evidence of damage or contamination. The pm pcba was tested and confirmed the reported problem. In addition, fi technician observed multiple error code messages in diagnostic log. During debugging, fi technician observed the pm pcba u16 (high-speed differential receivers) pin 2 and pin 8 internal shorted. Fi technician replaced the u16 on the pm pcba and retested and passed. No failures were identified. Due to u16 pin two and pin eight internal shorted on the pm pcba causing the ventilator went ventilator inoperative with error code machine and proximal pressure sensors failed. The determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. The root cause for the reported issue is due to the u16 pin two and pin eight internal shorted on the pm pcba.